Event description:
Voluntary medwatch received states that the atrial lead exhibited over sensing of non-physiologic signal on stored electrograms resulted in false detection of atrial tachycardia/atrial fibrillation (at/af) episodes. No intervention or procedure was reported. No patient symptom was reported.